Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the device was speeding up. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the device speeding up was not duplicated. The handpiece met speed requirements and did not speed up or run faster than expected. Preventative maintenance was performed, and the device was returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the device was speeding up. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.